Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon. The intended lesion exhibited 90 % calcification and was non-tortuous. It was reported that the device was removed from packaging as per IFU and inspected with no issues noted. There were no difficulties noted when removing the protective sheath. Resistance was encountered during passage, excessive force was not used however the balloon could not cross the lesion. It is indicated that the marker band dislodged during withdrawal of the device in the vessel/ guide catheter. The marker band came out on the guide wire, seemed to be crimped on the wire. No patient injury reported.

Manufacturer narrative:
Product analysis: there was 4.5mm of balloon material remaining distal to the balloon bond; the balloon material was torn in a radial pattern at this point. A section of bunched balloon material, inner shaft and distal tip material were located on the distal coil section of the guide wire. There was evidence that the balloon material may have been damaged prior to the radial tear and detachment. The inner lumen shaft had detached 10.8cm distal to the guide wire entry port. A section of inner distal shaft measuring 35.7cm in length was located on the guide wire. The section of inner shaft was stretched and necked onto the guide wire. Both ends of the inner shaft material were jagged and uneven. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.